Event description:
It was reported that the right ventricular (rv) lead failed to detect ventricular tachycardia (vt) episodes caught on telemetry elec trocardiogram (ECG). Noise was noted on the ECG. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sesr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).